Event description:
The pt presented with a rupture of the cephalic vein following ballooning with an 8 mm balloon at pressures of 18atm for treatment of vein stenosis. A viabahn device was advanced through an 8 fr introducer sheath over a 0.035 inch super stiff guidewire to the target site and deployed. Following device deployment, the delivery catheter was withdrawn without any resistance. Upon final angio run, the physician discovered a unique mark on the screen and he realized that a foreign body was left inside the pt. Two (2) snares were used to rupture the remaining catheter tip and wire which were broken off from the main body of the delivery catheter. The viabahn device was fully deployed and unaffected by the incident. There was no adverse outcome for the pt.

Manufacturer narrative:
The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.